Manufacturer narrative:
.

Event description:
Information was received that the patient underwent surgery due to high impedance and he notes that the surgeon observed the electrodes were on the ansa cervalis (ac) nerve and not on the vagal nerve. There were no breaks noted in the lead by the ac nerve was considerably smaller than a typical vagal nerve and thus the surgeon surmised there was not good electrode contact. The surgeon dissected the carotid sheath and placed the new lead on the vagal nerve. The generator was also replaced. No additional relevant information has been received to date. The explanted devices have not been received to date.

Event description:
It was reported that the patient's device showed high lead impedance and output current undelivered at the full output setting after several system diagnostic tests. The patient reported no pain and the device has been turned off. Further information was received that the lead is no longer attached to the nerve per the patient's mother. No surgical intervention has been reported to date. No additional relevant information has been received to date.